Event description:
It is reported that the patient had a model zmb00 21.5 diopter lens implanted on (B)(6) 2012. It was stated that the patient was hyperopic and had the lens explanted on (B)(6) 2012. The lens was replaced with another zmb00 lens with a 23.0 diopter. The patient is reported to be doing well.

Manufacturer narrative:
The intraocular lens was received and measured for diopter. Results showed the lens measure 21.5 d and is correct as labeled. The iol met all specifications for optical properties. Visual inspection of the optic parts found no deviations. Review of the manufacturing records for this lens found that it met all manufacturing specifications prior to release. Our investigation identified no product deficiency, suggesting that this event was not caused by the iol. All pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4): explanted intraocular lens. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. Placeholder.